Event description:
A customer reported that a yellow stop sign message displayed, which could not be cleared during a procedure. The case was completed using an alternate system. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the w10 power cable assembly and the w9 common signal cable as a precautionary measure. The system was then tested and met product specs. The replaced cables were returned for in-house eval. The root cause is unk at this time. (B)(4).